Manufacturer narrative:
(B)(4). A device history review was performed with no exceptions found that would cause or contribute to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced onsite. Initial evaluation was not able to confirm the reported condition. The occlusion sensors were inspected and worked correctly. A service history did not indicate any previous problems. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an occlusion alarm. There was no patient involvement. Additional information was requested and is not available.